Event description:
It was reported that the ilet bionic pancreas stopped receiving glucose data after a dexcom g7 sensor change, with the dexcom screen indicating ¿stop or replace sensor,¿ and pairing to the ilet failed until the ilet was restarted; blood glucose reached 324 mg/dl and remained above 180 mg/dl for about three hours, with no backup therapy, ketone testing, alerts over 300 mg/dl for over 90 minutes, medical intervention, or assistance required. Symptoms included none reported. Outcomes included transient hyperglycemia without clinical sequelae, hospitalization, or intervention. Investigation included user-led troubleshooting and education, including restarting the ilet to restore glucose readings. Investigation of this case revealed a pairing/connectivity failure between the dexcom g7 sensor and the ilet that resolved after device restart, consistent with a sensor integration or communication malfunction without evidence of hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was intermittent communication interruption between the cgm and the ilet restored by reboot.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.